Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 320 mg/dl. Customer bolused. Customer experienced sharp pains in low abdomin. The blood glucose reading at hospital was 248 mg/dl. Hospital treated with manual injection. CT scan and x-rays were also taken. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.